Manufacturer narrative:
At analysis it was determined that the atrial output connector was broken, the hanger assembly was cracked and both wires on the liquid crystal display were pinched and the wires were exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.